Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer. Returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The stent and the inner shaft were not returned with the product. The outer shaft was separated from handle at the nosecone. The middle sheath was separated from the handle at approximately 7.5cm from the nosecone. The handle was intact. The rack was intact. The safety lock was not returned. The tip was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that inadvertent stent deployment occurred. During preparation of a 6mmx60mmx130mm innova, it was noted that the lock got lost and the stent got partially deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was partially inserted into the patient; however the issue occurred during preparation as previously reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. During preparation of a 6mmx60mmx130mm innova¿, it was noted that the lock got lost and the stent got partially deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.